Manufacturer narrative:
The processor pca was returned for failure analysis. The reported problem was verified during lab tests. Solder pins had become detached (lifted) from the pca causing open circuits and a failed op check. Restoring those connections returned the device to 100% and a passing op check.

Event description:
It was reported to philips the device failed the operational check. There was no patient involvement.